Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the left ventricular lead exhibited loss of capture. The device was reprogrammed resolving the issue. The patient's condition was good.